Event description:
A report was received that the patient was unable to charge the ipg. Database analysis revealed that the charger was not sending any current to the ipg. The charge current remained at 0ma despite the charger being detected and the charging attempts were recorded in the log. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge the ipg. Database analysis revealed that the charger was not sending any current to the ipg. The charge current remained at 0ma despite the charger being detected and the charging attempts were recorded in the log. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge the ipg. Database analysis revealed that the charger was not sending any current to the ipg. The charge current remained at 0ma despite the charger being detected and the charging attempts were recorded in the log. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 sn:(B)(4) device evaluation indicated that the complaint was confirmed. The ipg would not charge using a charger multiple times. The battery was charged using an external power supply, and the device data was captured. It confirmed that the charge current during the normal charge cycles was zero due to the defective battery management circuit in u2-asic. The source of the device damage was unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to device malfunction and did well postoperatively.